Manufacturer narrative:
A field service engineer (fse) was dispatched who conducted follow-up with the customer over-the-phone to address the reported event. Fse instructed customer to reset sorter/analyzer which corrected the issue. No further action required from field service. The most probable cause of the reported event was due to sorter drawer not fully closed tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported that they can't get sorter to open.( lock not unlocking) failure with their aia-2000 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016, to address the reported event, which resulted in delay in reporting of patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.